Event description:
The customer reported that her bg's have been consistently high (358-500 mg/dl) over an eight hour period. Multiple correction boluses were administered, but were ineffective at controlling her levels. The pod was deactivated and will be returned for eval.

Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.